Event description:
According to the event description: the noradrenaline perfusor triggered a device alarm during ongoing operation at an infusion rate of 20 gamma and subsequently switched itself off. As a result, the patient became almost unresponsive/nearly without blood pressure.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). We received: one perfusor space, 8713030, serial no.: (B)(6) with software version 688n030005. The history files were read out and analyzed. The device history files were read and analyzed. The device alarm 1121 could be found 3 times on 2025-06-30. 2025-06-30 at 2:46 a ops 50ml syringe was selected. The syringe was filled to approx. 49,7ml. The therapy started with a delivery rate of 0,1ml/h at 2:47 with dose calculation. At 17:25 a pressure alarm (pressure level 5) terminated the therapy. Four seconds later, the device alarm 1121 appeared. 21,25ml were infused in total. Furthermore, the device history files doesn´t showed any anomalies. The sample was subjected to a visual and functional examination. Visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device shows age related signs of wear and tear. From underneath, a large amount of liquid residue can be seen. Functional inspection: a functional test was performed. The device passes the self test. It was possible to put the pump in operation. The faulty device alarm 1121 could not be reproduced. The device was disassembled and the inside was investigated. When disassembling the control unit the cause of the fault was localized immediately. Liquid damage on the lc-display circuit board was found. No other damage could be found. The defect could be confirmed. The device alarm 1121 were found 3 times in the alarm history but could not be reproduced in our tests. The cause of the da 1121 is liquid damage. Components on the lcd display have been affected by dried liquid residues. The contamination is clearly visible. Due to the extent of the damage, it appears to be a matter of pure chance that the pump is still able to complete the selftest without triggering a device alarm. Based on the findings, the device must be considered functionally compromised. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number: (B)(4). Premarket submission # k092313, k172831, k191910.